Event description:
I had essure in (B)(6) and have had a drastic hit to my over all health. The pain started 8 weeks after the procedure and fatigue, brain fog, migraines, constant bladder pain and infections, all over body aches, insomnia, mood swings, horrific menstrual cycles, painful intercourse, weight gain followed soon after. The hip pain was so bad that I couldn't stand up without help. I have 4 children and they have lost their mom for 3 years. I wasn't able to do the things that I used to do. I could not go to the park let alone the grocery store. The drs were stumped. I was diagnosed with fibromyalgia and put on pain medication that made me sicker. I finally found that I wasn't the only one with these problems and went to my gynecologist and talked to him. I have a complete hysterectomy on (B)(6) 2014 and noticed my hip pain was gone instantly. I am starting to finally get my life back after getting essure out of me.